Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had post-operative bleeding 3 days after a bizact tonsillectomy. Patient came to the office of an on call surgeon and clot was removed from the superior pole of left. No active bleeding at that time. He had started ibuprofen. The doctor used silver nitrate on the area.